Event description:
Kimberly clark corporation received notice in 2004 alleging that the pt claimed to have experienced extreme cramping and dizziness. The pt visited an e.r. And a doctor found a small portion of a tampon left in the vagina which pt believed to have caused the inflammation.